Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) was unable to switch off. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) checked the connector and reconnected. Cleaned the solenoid driver board and power supply board. Crm fill tubing male luer fitting faulty and need replacement. Now machine is switching on and switching off. Machine kept under observation. On 14.05.25 fse replaced the fill male luer fitting (d103-00-0398-01). Machine performance checked and satisfied. Machine handed over to end user with good working condition.

Event description:
N/a